Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non- sustained lead noise due to post paced t-wave oversensing was observed via remote transmission for an asymptomatic patient. The device was reprogrammed. No further issues were reported.